Event description:
The facility reported an as50 pump which "failed inspection. It is unknown when and where this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed revealing the pump was found with "mo46120 error" which confirmed "no fault found." Because as50 pumps are no longer being serviced, this pump was not evaluated, and it has been sent for destruction.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.